Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing. Note to section d4: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "the device can not perform the flow sensor test in neonatal mode. In normal mode, everything is perfect." Health impact: none, no patient was involved.

Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: (B)(4). Hamilton medical ag comes to the following conclusion: hamilton medical ag has not received the hamilton-c3 or components. No further information has been received. However, the technician on site informed, that the inspiratory valve and rinse flow assembly was replaced and the device functioned as intended again.